Event description:
The tip of the inserter broke off. No delay. Backup available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the gii articular inserter/extractor indicated that it fractured at the location of the hook feature on the handle. It is likely that the fracture was due to an overload mechanism. An overload fracture can occur if mechanical loads are applied that exceeds the strength of the material. A review of complaint history on the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.